Manufacturer narrative:
Additional information: five (5) additional single-use devices were received for evaluation. For four of the devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the four returned devices. The devices were found to be conforming product. For one of the devices, visual inspection noted a small amount of fluid inside the bag that contained the device, indicating that a leak had occurred. Further inspection revealed the leak was located at the solvent-bonded junction of the tubing and stressmember near the fillport. The reported condition was verified. The cause of the condition was determined to be a manufacturing assembly issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number ¿ 18g042, 18j022, 18j020, 18k034, 18m016, 19a035, 19b040 and an unknown lot number. One hundred and twenty-three single-use devices were received for evaluation. For one hundred (100) devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the one hundred returned devices. The devices were found to be conforming product. For nineteen (19) devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. The device was found to be conforming product. For one device, visual inspection of the unit noted fluid in the device due to a ruptured bladder. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported condition was verified. The cause of the leak was determined to be a ruptured bladder. The cause of the ruptured bladder could not be determined. For two of the reported events, two (2) partial samples were received for evaluation. One blue winged luer cap attached to a luer and one blue winged luer cap by itself were received for evaluation. The body and tubing line of the devices were not received for evaluation. Visual inspection on the two blue winged luer caps and one luer did not identify any abnormalities that could have contributed to the reported condition. To perform a leak test, the blue winged luer caps were attached to an in-house infusor. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed. The reported condition was not verified for the two units. For one device, visual inspection revealed white drug crystal located at the blue winged luer cap. When the device was removed from the bag, the luer was noted to be slightly untightened. A functional leak test was performed by filling the unit with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the sample. The reported condition was not verified for the for the one device. The device was found to be conforming product. Nine (9) companion samples were also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the nine returned companion samples. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of any of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 176 </noe> malfunction events. It was reported that one hundred and seventy-six small volume infusors leaked. Of the one hundred and seventy-six events, one hundred and thirty-seven (137) devices leaked from the blue winged cap after fill, thirty-six (36) devices leaked from an unspecified location, one device leaked at the connection between the tubing and the stress member, one device leaked from the fill port, and one device leaked between the tubing and the housing of the device. One hundred and seventy-five of these events did not involve a patient, and one event involved a patient with no patient consequences. No additional information is available.